Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated due to normal battery depletion. At the time of ICD explant and replacement a right ventricular (rv) lead fracture with undefined/ high pacing impedance was found. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.